Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter was displaying an error message, error 2. The complaint was classified based on customer service representation (csr) documentation as well as additional information obtained when the csr reviewed the call and contacted the patient for follow up. The patient claimed that the alleged error message began to appear on (B)(6) 2019 at an unspecified time. The patient informed the csr that he manages his diabetes with a self-adjusted dose of insulin and denied making any changes to his usual diabetes management routine in response to the alleged error message issue. The patient claimed that on (B)(6) 2019, he woke up at around 6 or 7 am with symptoms of ¿shaking and weakness in his body¿ and also reported that he ¿eventually vomited¿. The patient claimed that he went to the emergency room and had his blood glucose measured and a result of ¿26 mg/dl¿ was obtained. The patient reported that he was then given a glucagon injection to bring his blood glucose levels up and had his blood glucose measured again and a result of ¿96 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and that based on the information provided, there appeared to be no misuse to the device. The csr confirmed that the correct test strips were being used for testing and that the patient was following a correct testing procedure. The csr walked the patient through performing a retest, however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received healthcare professional treatment for an acute low blood glucose excursion after the alleged error message issue began.